Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due malposition of original device cylinders. Crossover occurred on patient right side, distally. Bulge noted on patients left side of penis. The patient had also undergone bariatric surgery and lost a lot of weight. This caused his pump to ride high and the tubing to be palpable on the underside of his penis. All original components were removed and replaced with new ones. There were no patient complications.